Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer investigation is completed.

Event description:
Log file data indicated that there was a pump exchange performed on (B)(6) 2020. The exchange was performed due to an infection. The patient had blood cultures (B)(6) for (B)(6) and a pet scan showed a marked uptake throughout most of the lvad indicating active inflammation. There was mild uptake seen in the sternum. Cultures taken in the operating room from the pump pocket were positive for staphylococcus soagulase negative. The patient also had drainage from the driveline exit site as well as fevers. The plan of care was to do a follow-up in the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.